Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter act-diff analyzer. The customer indicated that the calibrator was giving low values when the leak was noticed. The volume of the leak was about 2 ml and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the tubing through pinch valve lv14 was pinched. Pinch valve lv14 controls the drain for the baths. The fse re-routed the tubing through pinch valve lv14 and the instrument ran without any leaks and passing all controls. The repairs were verified per established procedures. The cause of the leak was the tubing through pinch valve lv14 was pinched. (B)(4).